Manufacturer narrative:
Patient information is not available for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during open reduction internal fixation procedure on (B)(6) 2017, the resin handle of the small hexagonal screwdrive cracked and disintegrated into small fragments while it was being used for final tightening of the 3.5 mm screw. Many of the small (powder) fragments fell into the wound and were washed out as best as they could be. Some may have been retained. Screwdriver was being used as per standard use. Concomitant device reported: 3.5 mm screw (quantity 1). This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for complaint (B)(4).